Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 80 to 180 mg/dl since customer is on feeding tube. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 08:00 am produced test results of 283 mg/dl using true result meter and 163 mg/dl using bayer meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/25/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 80 to 180 mg/dl since customer is on feeding tube. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 08:00 am produced test results of 283 mg/dl using trueresult meter and 163 mg/dl using bayer meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/25/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1: 283mg/dl (B)(6) 2015 08:00 am; 2: 112mg/dl (B)(6) 2015 04:23 pm; 3: 142mg/dl (B)(6) 2015 06:05 am; 4: 127mg/dl (B)(6) 2015 07:44 pm; 5: 147mg/dl (B)(6) 2015 06:19 pm; 6: 140mg/dl (B)(6) 2015 04:39 pm. Adverse event not reported.